Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the implantable neurostimulator (ins) was functionally o.k. And insignificant anomalies were found.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4). Analysis results were not available at the tie of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a burning sensation in the pocket were the generator was placed at 2.0v. It was causing pain in his hip and started to burn in the pocket every time he turned it on. The patient was unable to use the device. Impedance testing was performed and the device was explanted. The explant was successful. The patient had good paresthesia post op with his new implantable neurostimulator (ins) and no burning sensation was felt.